Event description:
The account alleged that the nurse call function would not work from the pendant. The account didn't know if the nurse call function would operate from the siderails.

Manufacturer narrative:
The account replaced the pendant to repair the bed.